Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted via a direct surgical approach in an 81-year-old male patient presenting with postcardiotomy cardiogenic shock (pccs), scai shock stage e. During support, a proactive nursing call indicated the patient was experiencing bleeding from chest tubes, with approximately 1000 ml output noted. The patient received blood products including four units of red blood cells and one unit of platelets. At the time of the bleeding, the patient was not receiving systemic anticoagulation. An additional contributing factor noted was the post-operative status with chest tubes in place. The patient subsequently expired. The reported bleeding occurred in the setting of recent cardiac surgery with chest tube drainage, severe postcardiotomy cardiogenic shock, and critical illness, all of which are well-recognized risk factors for post-operative bleeding. The death is conservatively reported on the impella 5.5; however, the device is most plausibly attributed to scai stage e postcardiotomy cardiogenic shock and postoperative complications.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This impella 5.5 device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the quantity 2 impella rp flex.